Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the hcp surgically removed, corrected, and re-installed on (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient's implant was poking out of their right hip noting that there was a lump one inch long and half and inch wide. The caller reported that the patient's healthcare provider (hcp) looked at the area and the patient was scheduled for surgery to have it "adjusted or replaced." The patient denied any falls or trauma which could be related to the reported issue and the surgery was confirmed to be scheduled for the week of (B)(6). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.